Event description:
The company was informed that the pt underwent surgery to reposition the internal device due to close proximity of the device to the ear. The pt's device is still reportedly located close to the pt's ear and the pt is experiencing pain at the implant site. Once more info becomes available, a supplemental report will be submitted.